Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose value 600 mg/dl. The customers other blood glucose level was 226 mg/dl and 346 mg/dl. Customer treated with manual injection. Customer declined to troubleshoot for high blood glucose value because insulin pump work fine. Customer also stated infusion set cannula was kinked up. Customer stated introducer needle was easy to remove. The device will not be returned for analysis.